Manufacturer narrative:
(B)(4).

Event description:
It was reported to boston scientific corporation that a jagtome rx 44 was used in the biliary pathways during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2018. According to the complainant, during preparation, it was noticed that the cutting wire broke so it did not bow, and would not allow the cutting wire to cut the papilla. The procedure was completed with a second jagtome rx 44. There were no user injuries nor patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.